Manufacturer narrative:
Device evaluation: one sample was received. The product was visually inspected under a microscope and it was observed that tube exhibited solvent bonding signature. The solvent signature of this piece was compared against the returned sample and it was observed that the solvent length and signature mark were similar. Therefore, it was concluded that the solvent bonding process of the component from the returned sample was executed correctly. The device history record of the reported lot was reviewed and it was confirmed that no non-conformities were reported during production.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the four-way stopcock extension utilized with arterial lines were spontaneously separating where the tubing meets the stopcock. There was a patient involvement and no patient harm/adverse event reported.